Event description:
It was reported that ibc increased by 40 percent in a short period of time, and pump was not charging or recently disconnected from charging when the increase occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided education about normal changes in battery status, caller understood the information, and caller was advised to monitor system and call back if issue persisted.